Event description:
It was reported that the device had no audible alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
D10: device available and h6: evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection found a chipped front cover on the right top and a corroded quick connect fitting. The complaint was confirmed during functional testing, the device would alarm when depressing the float switch and testing the microswitch. The probable cause was a faulty speaker on the printed circuit board (pcb). The root cause of the faulty speaker could not be traced. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced pcb, front cover and quick connect. Performed preventative maintenance and the unit was calibrated. Device passed functional testing after repairs.